Event description:
It was reported from the us that instruments broke during a case. The instruments were returned to the company with a note stating they broke during a case. No additional information was provided. Multiple email requests were sent to the contacts for additional information. The agency is inactive, no further information is available related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The devices were received for analysis. Eng eval completed by (B)(4). Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) the fractured surfaces appear to be consistent with fatigue crack propagation over years of normal use. Although the pin is still assembled, the weld holding the pin in place appears to be cracked. The crack at the weld of the mating feature appears consistent with degradation of the laser weld over time. The tip appears to have disassembled. The retaining ring is meant to hold the sleeve and spring components in place but appears to have dislodged. The user likely held the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. The ball bearing was not returned. A complaint coordinator reached out to the agency on november 14th, 2018 regarding the ball bearing and no response was received as of january 11th, 2019. Design-related issues: the design of the equinoxe reverse shoulder impactor handle and tri-drive cannulated handle have been in the field since 2006 and 2009, respectively. Exactech is aware of 6 other similar complaint reports involving equinoxe reverse shoulder impactor handles and 42 other similar complaints involving tri-drive cannulated handle since 2008. The frequency of occurrence ranking scale is "very low", therefore, this issue does not appear to be design related. (B)(4). Therefore, this issue does not appear to be manufacturing related. The rmr for this impactor handle, 750-2005-021-rmr-instruments rev m, was reviewed. The risk is captured in line 15. The rmr for this tri-drive cannulated handle, 750-2007-026-rmr-instruments rev j, was reviewed. The risk is not captured. This document will be updated to include this failure. Refer to (B)(4) for details. Corrective action for the impactor handle is not required because the occurrence rate is "very low", and the risk is captured in the rmr. Corrective action for the tridrive cannulated shaft is not required because the occurrence rate is "very low", and the rmr will be updated to capture the risk. The broken impactor handle reported in experience (B)(4) was likely the result of years of normal use, processing, and handling, which led to weld fracturing at the strike plate-handle interface. The disassembled tri-drive cannulated handle reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no patient adverse event. An investigation was conducted; the broken impactor handle reported was likely the result of years of normal use, processing, and handling, which led to weld fracturing at the strike plate-handle interface. The disassembled tri-drive cannulated handle reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. Information was not provided for: pt. Info. Event date not reported.